Event description:
It was reported that pump screen was broken and illegible, preventing normal viewing or use. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.